Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising thresholds were noted on the right atrial (ra) lead. Sensing issues were also noted and reprogramming was conducted. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.